Manufacturer narrative:
General information intra operative incident.no product available. Consequences for the patient according to the available information, there were no negative consequences for the patient. Failure description no product at hand. Investigation no product at hand. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause the root cause for the problem is most probably usage related. Rationale without a product available for analysis, a definitive root cause cannot be determined. The most probably root cause for detach of the insert is a deformation of the plate with the catch nose. Without further knowledge about the circumstances, we assume, that the plate was deformed during the surgery by wrong handling. The reason for this is probably a not proper attached hex key tip. According to the batch history record the product left aag in a condition according to specification. A material defect or a manufacturing error can be excluded.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a s4c polyaxial screw. According to the customer complaint it was reported that the screw loosened during surgery. There was no patient harm. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable: no malfunction or serious injury.